Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon was trying to remove the screws and the screwdriver head broke off and remained inside the screw head inside the patient. The surgeon decided to leave the last screw and cup implanted as it was well fixed.

Event description:
It was reported that the surgeon was trying to remove the screws and the screwdriver head broke off and remained inside the screw head inside the patient. The surgeon decided to leave the last screw and cup implanted as it was well fixed.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. The event was confirmed. The investigation concluded that the broken tip of the universal driver shaft tip was caused by excessive torque used while trying to dislodge a well fixed screw. No material or manufacturing defects were observed.